Manufacturer narrative:
Gehc service personnel found tube is arcing and no evidence or residue of arcing caused by candlesticks. Moving the high voltage cable caused the video to become unstable and a loss of video to the workstation monitor, causing system to drive to maximum technique. Order and replace x-ray tube, high voltage cable, and the interconnect cable had excessive wear from normal use. Replaced x-ray tube, removed primary and secondary collimator from old tube and placed them on the new tube. Replaced high voltage cable, interconnect cable, and lemo receptacle iaw the service manual. Performed generator alignments and filament calibration. Performed beam alignments and camera alignments iaw service manual. System restore to full operation, no arcing apparent in tube and video is stable on monitors. Measured maximum r/min to ensure within specifications of less than 9.2 during normal fluoro and less than 18 during high level fluoro. Customer request has been completed.

Event description:
Customer reported, system left monitor is blank and system goes to maximum technique and popping noise is heard from the x-ray rube in 2007 and phone for service the follow morning on the following day. The problem occurred with patient on the table and under anesthesia. The system did not work after reboot.